Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, and one linear opening on the anterior. Leak test and microscopic analysis were performed which identified one smooth crease opening on the anterior, cracked valve, and partial delamination of the valve. Based on the device analysis the final assessment was one smooth crease opening on the anterior due to fold flaw opening, partial delamination of the valve due to adhesive failure, and a cracked valve seat diaphragm valve. .

Event description:
Device was explanted.